Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck up in my vagina [foreign body in reproductive tract]. Cotton pulled off - tampon [device breakage]. Tried to take the tampon out cotton pulled off [complication of device removal]. Consumer reported via rr that tampon cotton pulled off. No serious injury reported.